Manufacturer narrative:
(B)(4). It was reported that the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence, bleeding, neuromuscular problems, and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh and ams mini arc were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.